Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA(B)(4). On (B)(6) 2016, a field service engineer (fse) was dispatched to the customer's facility to address the reported event. The fse determined that the tray was stuck due to a cup adapter sitting in the up position. The fse pushed the cup down, took the tray out, and reset without further error. The aia-900 instrument is operational. No further action is required by field service. The most probable cause for error 4173 (sample loader - x1 home overrun) was the operator failed to push down the cup holders.

Event description:
On (B)(6) 2016, it was reported that the aia-900 sample rack jammed, resulting in error 4173 (sample loader - x1 home overrun). The issue did not resolve after rebooting the machine or attempting to remove the rack. The customer is unable to run patient samples on pth kidney marker and follicle stimulation hormone (fsh). On (B)(6) 2016, a field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for pth and fsh. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.